Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display an e4 message when the infusion set was "obviously" occluded. This occurred when the patient's blood glucose level was "290 mg/dl - 300 mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.